Event description:
It was reported that insulin pump displayed remaining insulin amount that differed from expected, as pump showed about 80 units before bedtime but cartridge was empty when customer woke up, and discrepancy was greater than 30 units. Customer¿s blood glucose level at time of event was around 22 mmol/l. The customer reverted to manual insulin injections for backup insulin therapy.